Event description:
It was reported to boston scientific corporation that during an anterior repair procedure, as the physician made his first attempt to throw a leg assembly through the patient's right sacrospinous ligament, the needle detached and fell off the end of the capio device. The physician attempted to determine if the detached needle was inside the patient by palpating, but was unsuccessful. It is unknown if the needle is inside the patient. The physician completed the procedure with a stand-alone capio suture and this uphold device, with no complications to the patient, who is reportedly fine.